Event description:
It was reported that pump generated cartridge alarm 20 and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, and technical support arranged replacement pump shipment, confirmed warranty and shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.